Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported difficult to remove the closure device could not be replicated in a testing environment as it is based on procedure circumstance. The reported difficult to deploy the thumb advancer could not be replicated in a testing environment based on the returned device condition. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional and corrected information was received. It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 6fr sheath, after a interventional artery dilatation procedure. Reportedly, resistance was felt during thumb advancement; however, the sheath was split completely. The starclose se device remained stuck inside the artery after clip deployment. The safety release mechanism was used to retract the vessel locator wing. A cut down was completed to widen the access site and remove the starclose se device. Surgical suturing was performed to achieve hemostasis. The physician is reported to be trained in the use of the starclose se device. A clinically significant delay due to the surgery was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device via a 6fr sheath, after a peripheral interventional procedure. Reportedly, the starclose se device remained stuck inside the artery after deployment. A surgical procedure was required to remove the device from the artery. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.